Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified; however it is likely that a power board failure led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultra-high definition (uhd) lcd monitor cannot be turned on. The issue occurred before a gastroscope diagnostic procedure and there was no delay. The patient was not under anesthesia and the procedure was completed using a similar device. There were no reports of patient injury or harm.